Manufacturer narrative:
Product complaint # ==> pc-000234273 date sent to FDA: 8/1/2018 additional information was requested and the following was obtained: the users were all educated in the use of the product. The event was 100% user error. The user had only a small poke and had no further problems. No further information is available and there have been no additional incidents.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple possible events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that this event has occurred 5 times in the past. Did the shard penetration occur 5 times during one or multiple patient procedures? If the shard penetration took place during multiple procedures please provide the following information for each individual event: what is the number of procedures? What is the quantity of shard penetrations per procedure? Have any of the past events been previously reported to ethicon? If so, please provide the respective reference number(s). What are the procedure name(s) and date(s)? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the user¿s injury today? Can you identify the lot number(s) of the product that was used?

Event description:
It was reported that a patient underwent an unkonwn procedure on an unknown date and topical skin adhesive was used. While applying the topical skin adhesive to the incision of patient the glass from the liquid punctured through the plastic protector and poked through the tech's glove to the skin. Another tech completed the procedure with a new topical skin adhesive. There were no patient consequences reported. Additional information has been requested.